Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this record was previously submitted thru psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:visual analysis of the returned device identified: the device was broken shell and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp and more than three openings striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the side posterior assessed as unidentified (tear) opening. - more than three openings striated assessed as surgical damage reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.